Manufacturer narrative:
Due to damaged usb pins, the reported insulin delivery issue could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not charging to 100%. The customer thought that the pump was not delivering insulin as the pump was not lowering the blood glucose (bg) level (450 mg/dl) and insulin injections were. The customer was to use insulin injections for insulin therapy.